Event description:
It was reported by an eye care professional that a pt developed a corneal ulcer in her right eye associated with contact lens wear. The pt presented with extreme light sensitivity and was diagnosed with a corneal ulcer extending from the limbus to the pupil. The pt was prescribed unk antibiotics and then referred to an ophthalmologist. Additional info received from the ophthalmologist stated that the pt experienced severe pain, redness, and severe corneal staining. The ophthalmologist confirmed the diagnosis of a peripheral corneal ulcer greater than 3 millimeters. A culture was performed and the results were negative. The pt was prescribed cifloxin and tobramycin and f/u occurred daily. At this time, the ulcer has resolved and lens wear is expected to resume.

Manufacturer narrative:
(B)(4).